Event description:
It was reported that ongoing intermittent occlusion alarms occurred. This resulted in an elevated blood glucose level, as the display read "high," although the specific value was unknown. The customer attempted to correct the high blood glucose by administering a bolus via the pump and continued to resume insulin delivery.